Manufacturer narrative:
Beckman coulter customer technical specialist (cts) remotely assisted the customer and advised to replace the buffer syringe and prime the buffer which did not resolve the issue. Cts then advised to replace the potassium electrode. Upon replacement of the potassium electrode, no further issues were reported. Patient was checked later and their k was still normal. There was no report of harm to the patient due to the medication. Patient was discharged without incident. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high potassium (k) patient results on their au480 chemistry analyzer. The patient samples were repeated with results considered normal. Three (3) erroneous patient results were reported out of the laboratory. The customer reported one (1) patient was treated with medication by the physician based on the high potassium result. Patient was checked later and their k was still normal. There was no report of harm to the patient due to the medication. The customer did not provide patient demographics.